Event description:
Caller tested 3.9 inr on the coaguchek xs system while a professional method returned as 2.1 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).